Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and device rupture.

Event description:
Patient reported right side "rupture." Healthcare professional additionally reported "less than 3.0cm multiple enlarged lymph nodes in rt axilla and rt chest wall." Device has been explanted.